Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative did not indicate whether the customer¿s reported handpiece was used to test the system or not. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece was occluded and the system displayed a system message during a procedure. The procedure was completed. There was no patient harm.